Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "nurses attempted place catheter and successfully placed in the vessel and threw her wire and partially advanced catheter and met resistance. Pulled back catheter smoothly and then tried to pull back wire and had resistance during pull back and then a portion of the catheter broke off in the patients vein. Patient had to go to surgery to remove object. Occurred on (B)(6), 4 to 5cm of wire left in patient and confirmed in vein by cardiovascular physician." Add info rcvd 12/15/2020: customer attempted to place the powerglide pro rt catheter and the a portion of the guidewire broke during an attempt to retract the catheter back to pull out catheter.